Manufacturer narrative:
There was no indication of any malfunction of the device. Device was not returned for evaluation.

Event description:
Allegedly, the patient underwent gynecological surgery on (B)(6) 2013, for what were thought to be benign fibroid tumors in which a karl storz morcellator was used, and on or about (B)(6) 2013, was diagnosed with epitheloid leiomyosarcoma (lms) based upon the pathological analysis of the morcellated uterine tissues.